Manufacturer narrative:
Initial and final (B)(4). MDR - device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced poor adhesive issue on (B)(6) 2026 with two infusion sets. The first set did not adhere and detached from the inserter. The second set did not insert properly causing detachment. No further information available.